Event description:
It was reported that pump displayed malfunction alarm code 15, with no notable events occurring beforehand and no information provided about any impact to the customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset process, malfunction alarm did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction appeared again, which caller acknowledged and understood.